Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user inserted catheter and inflated balloon with 10 mls sterile water. After a few minutes of letting the bladder drain, hospital user noticed that the green tip where sterile water was instilled had fallen off and the sterile water drained out. Hospital user called coworker to look at catheter and to bring another catheter to reinsert. Fortunately, patient tolerated well.

Event description:
It was reported that the hospital user inserted catheter and inflated balloon with 10 mls sterile water. After a few minutes of letting the bladder drain, hospital user noticed that the green tip where sterile water was instilled had fallen off and the sterile water drained out. Hospital user called coworker to look at catheter and to bring another catheter to reinsert. Fortunately, patient tolerated well.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states, instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion: 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling of the catheter. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume incorporates the volume required to pass through lumen and fully inflate the specific balloon size. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user inserted catheter and inflated balloon with 10 mls sterile water. After a few minutes of letting the bladder drain, hospital user noticed that the green tip where sterile water was instilled had fallen off and the sterile water drained out. Hospital user called coworker to look at catheter and to bring another catheter to reinsert. Fortunately, patient tolerated well.